Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right transfemoral was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel was noted to be 9 millimeter (mm). It was believed that the advancement difficulties were related to the perclose device and the angle of the dcs insertion.

Event description:
It was reported that prior "to" the implant of a transcatheter aortic valve, fluoroscopic imaging check revealed crown overlap to the second node. Upon insertion of the delivery catheter system (dcs) into the patient, the physician experienced difficulty advancing the dcs through the access point. The valve and dcs were removed and re-checked under fluoroscopy, and crown overlap exceeding the 4th node was observed. A new valve and dcs were opened and used to complete the procedure. It was noted that a 25 minute procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {{xx}}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.